Event description:
Boston scientific received information that this left ventricular lead (lv) was explanted 5 days post implant. The patient was not benefiting from the lv lead, so the physician elected to explant that newly implanted lead, and implant an epicardial lead in it's place for better therapy. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.